Event description:
It was reported that the pt, with a known history of allergy, suffered convulsions and cardio-pulmonary arrest after the catheter was inserted via the subclavian. Cardiopulmonary resuscitation was administered and medications given for shock. The pt was resuscitated and the catheter was removed. The pt developed encephalopathy and required a leg amputation due to gangrene. All arrowgard central venous catheters were removed from hospitals in 9/1997. This event occurred prior to the product removal.